Manufacturer narrative:
(B)(4). Evaluation summary: the guide wire was returned for evaluation, which confirmed the reported difficulty in removing the guide wire, as it was returned frozen inside a non-abbott balloon catheter. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history for the reported lot did not indicate a manufacturing issue. Overall, based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the target lesion was in the distal right coronary artery (rca) with 99% stenosis and mild calcification. An advance guide wire was inserted into the anatomy, but it could not cross the lesion. A non-abbott balloon was placed on the guide wire to support advancement, but it still could not cross the lesion. The advance guide wire was retracted and a non-abbott guide wire was inserted to replace the previous guide wire, but the non-abbot guide wire with the non-abbott balloon still could not cross the lesion. The non-abbott guide wire was then removed and replaced with a balance middleweight (bmw) elite guide wire. The bmw elite guide wire with the non-abbott balloon could not cross the lesion. When the bmw elite guide wire was attempted to be retracted, the guide wire became stuck on the non-abbott balloon. The physician then decided to conclude the procedure by removing the guide wire and the balloon together as a unit. The patient was transferred to the ward in stable condition to consult surgery for coronary artery bypass graft (CABG) to treat the lesion. No adverse patient effects were reported. No additional information was provided.